Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from approximately 45-95 mg/dl resulting in the customer losing consciousness. Low bg causes were not known. The customer's husband intermittently provided assistance and the customer consumed glucose tablets to address bg. Reportedly, the customer fell and experienced a broken nose due to the low bg events. Recommendation was made to consult with a healthcare provider to discuss diabetes management.